Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead having t-wave oversensing and the device discriminator not withholding the therapy. It was also reported the r-waves were sensing low. The device and lead remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected was analyzed and the std review revealed that no anomalies were found.